Manufacturer narrative:
The insulin pump had blank display and constant tone in oven due to faulty x2/ib. The pump was unable to verify the unexpected restart alarm due to blank display. No damage was found on c13/ib. Also, the pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display, audio beep anomaly and unexpected restart alarm from the insulin pump. The customer's blood glucose level was 386 mg/dl. The customer stated that she took out the battery and placed in a new one and the pump will not turn on. The customer was advised to insert new aaa alkaline battery and the display did return. The customer stated that there was also a consistent high pitch sound out of nowhere. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.